Manufacturer narrative:
The insulin pump was received with detached end cap, unable to perform functional testing due to detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a loose drive support cap. The customer went to rewind the pump and the drive support came out and wires are hanging out of the pump. The customer's blood glucose was unknown. The drive support cap fell apart. The drive support was sticking out. The customer was advised the device will be replaced and revert to back up plan.